Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The field service engineer cleaned the ise compartment and checked pressures. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for an unknown number of patients tested on a cobas integra 400 plus. Prior to patient testing, the customer confirmed qc was acceptable but low. On (B)(6) 2021, the customer replaced the ise solution and cleaned the ise compartment. On (B)(6) 2021, the customer replaced an instrument probe. The initial na results were reported outside the laboratory. Since (B)(6) 2021, the physician has been questioning the low na results. The customer provided three examples of questionable na results from (B)(6) 2021. The customer stated the initial na results were flagged as "critical low." On (B)(6) 2021, the customer performed repeat testing with the samples on the same cobas integra 400 plus. On (B)(6) 2021, patient 1's initial na result was 130 mmol/l. On (B)(6) 2021, the patient's repeat na result was 137 mmol/l. On (B)(6) 2021, patient 2's initial na result was 129 mmol/l. On (B)(6) 2021, the patient's repeat na result was 136 mmol/l. On (B)(6) 2021, patient 3's initial na result was 129 mmol/l. On (B)(6) 2021, the patient's repeat na result was 137 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number was 21504347 with an expiration date of 30-jul-2021.